Manufacturer narrative:
On (B)(6) 2024, a response was received regarding why the physician believed that the pericardial effusion is related to the manipulation of a catheter in the coronary sinus (cs). The response was: ¿the ablation was performed only in the lv, but venous blood was drained, so the physician believed the pericardial effusion (pe) is related to the manipulation of the other company's catheter in the cs.¿ there was no clear reason why the physician thinks that the pe is related to the manipulation of a catheter in the cs. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contractions (pvc) ablation with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced pericardial effusion that required pericardiocentesis. Five hours after returning to the room (5 hours from the completion of the procedure), the patient felt poorly (normal initial bp (nibp) and spo2 (saturation of peripheral oxygen) were normal). Therefore, an echocardiography was performed. Pericardial effusion was confirmed, and pericardial drainage was performed. After pericardial drainage was performed, the patient returned to room with no problems. As venous blood was drained in a procedure in which only the left ventricle (lv) was ablated, the physician commented that the event was likely to be caused by the coronary sinus (cs) catheter. Atrial septal puncture was not performed. Ablation was performed before pericardial effusion or tamponade was confirmed. Steam pop was not confirmed. The physician commented that the event was likely to be caused by another company's cs catheter. No error messages observed on biosense webster equipment during the procedure. The patient improved and has been discharged from the hospital. The patient did not require extended hospitalization.